Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. The product was not returned for investigation. Hematoma: the cause of the hematoma was most likely user related, as the acts were high which potentially caused the bleeding. Low flow/suction: data log review showed down trending placement signal, that briefly resolved before losing magnitude and pulsatility throughout the case. There were a couple motor spikes with motor speed deviating down. Motor current pulsatility decreased throughout the case due the loss in placement signal (ps) pulsatility. The cause of the low flow and suction was most likely related to the patients condition. Device history review: the device passed all the post sterile inspection checks.

Event description:
The user facility reported that the patient was having an non-st-segment elevation myocardial infarction percutaneous coronary intervention in the cath lab. Left anterior descending artery became 100% occluded and patient coded. While chest compressions were being performed decision was made to place impella cp. While performing chest compressions, 14fr sheath was inserted. Impella cp inserted. Peel away sheath removed. Repositioning sheath was inserted and secured with sutures. Point of care arterial blood gas test showed hemoglobin had dropped to 5. Four units of blood products were rapidly infused. Impella flows couldn¿t go above 2 without suction. Patient taken to cat scan to rule out hemothorax. There was a large hematoma around the repositioning sheath. The family made the patient a dnr, and the patient expired. Duration of impella cp support was for two hours.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.